Manufacturer narrative:
In response to form 483 issued to spectranetics on 11/05/2010, observation #2. The 14f sls ii product is also sold in the united states.

Event description:
This was a product complaint originally filed with the (B)(4). The physician was using a 14f sls ii catheter during the extraction of an atrial pacemaker electrode that was highly calcified, with heavy torsion on the device. Upon the removal of the catheter, a defect approx 15cm proximal of the distal tip was noted. The fibers were fractured and extruding through the external sheath of the device. There was no pt injury during this case and the physician stated the device breakage occurred "due to great torsion and heavy calcium, not device malfunction". The actual device was discarded after the case by the hospital staff. An extensive, internal lot history review was performed that showed no device material defects or non-conformances.